Event description:
It was reported that the user experienced recurrent occlusion alerts on the ilet, with one episode associated with a blood glucose of 378 mg/dl that was only resolved after a full supply change and use of multiple daily injections. Troubleshooting and education were completed, and the device was replaced due to frequent occlusions and log findings. Symptoms included dry mouth, thirst, frequent urination, and a metallic taste. Outcomes included hyperglycemia that stabilized approximately two hours after treatment. Investigation included review of device logs and case details. Investigation of this case revealed occlusions believed to be related to the ilet rather than the infusion set or supplies. It was concluded that the occlusion events led to hyperglycemia and required user intervention with a supply change and supplemental insulin via injection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.